Manufacturer narrative:
Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with cracked reservoir tube lip.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump was dropped and had a crack and a hole in it. Blood glucose level at the time of the incident was 355 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.